Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Subsequently when loading a new cartridge, it was reported that a minimum fill notification occurred after filling the cartridge with 210 units of insulin and a cartridge alarm, alarm 1, occurred. Customer replaced the cartridge to resolve the issue.